Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing. No intervention was performed. There were no patient consequences. The rv lead will be further monitored.